Event description:
Reporter indicated that pt underwent lead revision surgery due to lead discontinuity. Lead discontinuity was noted in the neck area "over lying c7" on the x-rays read by the radiologist. X-rays were sent to cyberonics and the lead discontinuity was confirmed. Explanted products were discarded and were not returned to manufacturer for product analysis.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury. X-rays reviewed by manufacturer, lead discontinuity visualized on the x-ray.